Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. The pst connected the roller pump to lab use only (luo) testing equipment. The roller pump exhibited the reported symptoms when it was fully occluded and running at a low revolution per minute (rpm)s. The bel was tensioned to appropriate tension, and all testing passed. The sluggish operation is likely due to a stiff belt, and it is recommended to be replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia roller pump was grabbing/stalling during delivery and the occlusion had to be reset multiple times. The set amount of delivery was not matching the actual delivery amount. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The service repair technician (srt) could not duplicate the reported complaint as the issue was fixed by the product surveillance technician (pst) during laboratory evaluation. The roller pump ran through release testing successfully. The drive belt was replaced, and the belt tension was set to specification per the pst recommendation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.